Event description:
It was reported that the pump completed infusion earlier than expected. The patient was connected to the pump on 21-apr-2026 at 10:32 a.m. And was scheduled for pump disconnection on 23-apr-2026 at 9:15 a.m. The patient stated that the pump stopped around 5:50 a.m. On 23-apr-2026 due to an ¿air in line¿ alarm. Upon arrival at the clinic, the medication bag was noted to be deflated in the cassette, and air was observed in the tubing. The programmed volume was 93 ml with programmed rate at 1.9 ml per hour, the remaining volume was unknown, and the volume given was 81.6 ml. The event occurred during infusion, with patient involvement and no harm. It took place at the patient¿s home, and the device was operated by a healthcare professional.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
H3 and h6 codes: updated. No product was returned. The reported issue cannot be confirmed as no product was returned for investigation. If the product is returned, this complaint will be reopened for further investigation. The service history review identified no indication that the complaint was related to a service of the device within the review period.